Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. At the end of treatment when the tubing set was removed, it was noticed that there was a leak. The pt states no ill effects or antibiotics taken. Effluent has remained clear. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.